Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not charging from the wall and the issue began that week. Agent instructed patient to check for visible damage patient mentioned there was no damage to the cord of the desktop charger but the metal piece was angled down on the desktop charger. Patient mentioned that the connector pin has been angled down for the past 4-5 years. Patient plugged the recharger into the wall, patient stated that the screen on the recharging antenna was flashing, but they did not think it was charging when it was plugged into the wall. The issue was not resolved. A request was sent to repair to replace the desktop charger (dtc). No symptoms reported.

Manufacturer narrative:
H3: product ID 37761 serial# (B)(6) product type recharger was returned and the analysis shows that frayed cord. Replaced cable assembly due to frayed cord tested-ok. Charged up recharger with no problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.